Event description:
Information was received from a consumer regarding a patient receiving morphine concentration unknown at 0.5mg/day via an implantable pump. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. The patient reported that the pump was alarming or beeping. The patient had to leave town for a funeral. The patient's healthcare provider got the patient's papers to (B)(6) but that clinic was not able to get the patient's medication in time. The patient was back homenow but the patient's healthcare provider was on vacation until next week. The patient's refill appointment was (B)(6) 2016 and the patient started to hear the alarm (B)(6) 2016. The patient was unable to describe the alarm but stated it as multi-tone. Per the patient the healthcare provider's concern was damage to the pump. The patient was looking for physician listings and would work with their current healthcare provider to provide a referral. There were no reported patient symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.